Manufacturer narrative:
Block b3- approximated based on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patients scs (spinal cord stimulator) was no longer covering the pain areas. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.